Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed five and a half years remaining longevity six months after a generator change. The patient was in atrial fibrillation (af) three months ago. Boston scientific technical services (ts) discussed that this was likely due to high rate atrial sensing and why high rate atrial sensing impacts some devices more than others. As of this time, the device remains in service. No adverse patient effects reported.